Manufacturer narrative:
Concomitant products: product ID: 3887-28, lot# j0125012v, implanted: (B)(6) 2002, product type: lead. Product ID: 3887-28, lot# j0125012v, implanted: (B)(6) 2002, product type: lead.

Event description:
Information was received from a healthcare professional via manufacturer representative (rep) regarding a patient who was implanted with a neurostimulator for failed back surgery syndrome. It was reported that the manufacturer¿s device registration had incorrect information. The patient had a lead revision done due to lead migration. It was noted that the patient had a paddle lead. No symptoms were reported. The issue occurred in 2008.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.